Event description:
During an unknown procedure. It was reported by the rep jammed. There was no consequence to the pt.

Manufacturer narrative:
D5:h4 information unavailable.h6: code 100(other): the instrument was recieved with a broken off cartridge top front, and with the lifter broken out also. No functional testing could be performed and no conclusion could be reached as to how this damage had occurred. Based upon the inquiry information received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received with the cartridge top front broken off with the lifter also missing. No functional testing could be performed due to a broken cartridge nose. The cartridge was observed to contain 19 staples. No conclusion could be reached as to how the cartridge nose had become broken. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cycle stroke is not completed and the instrument is refired.